Event description:
It was reported that while performing a total hip trial closed reduction the head had a piece of plastic chip of and the trial needs replaced asap- all the pieces were retrieved. No surgical delay. No harmed involved.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the event reported occurred during a primary surgery, which was reported under report number 1020279-2020-04647 (internal reference case-(B)(6)). Therefore, it was confirmed that no revision surgery was involved, and this case, reported under report number 1020279-2020-04648 is a non-valid complaint, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event detail sand our investigations performed.